Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a blood collection device. The customer reports when the phlebotomist went to insert the tube into the device, the back-end needle did not puncture the rubber tube stopper. Instead, the needle detached from the device and was left in the pt's arm, causing blood to free flow. The phlebotomist was able to grasp the middle of the needle and remove it from the pt's arm. No further medical intervention was required as the needle was successfully removed from the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion, the results will be forwarded.